Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updating conclusion code grid. Also see MFR report #3030677-2025-001627 which contains information associated with this same event.